Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive was evaluated the replaced. The sys software and calibrations were also reloaded. The coin batteries on rtos, gpos and gib pcb's were also replaced during the svc event. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.